Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a test failed alarm. It was also found the insulin pump had a black screen. Customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The passed the displacement and self tests. The pump was monitored, and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was programed with the test mini link and glucose sensor simulator. The pump communicated properly with a glucose sensor simulator. The sensor features were working properly. However, no remote frequency test failed alarm was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.